Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was received for examination. Physical evaluation of the returned instrument was able to confirm the complaint of dullness. Cutting surface is dull to the touch, is not as sharp as first distributed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The device associated with this report was received for examination. Physical evaluation of the returned instrument was able to confirm dullness. Cutting surface is dull to the touch, is not as sharp as first distributed. Additionally, corrosion was observed on the surface of the device. Th device has an etching indicating it was serviced. The device was manufactured in 2016. A search of the complaint database found similar reports for dullness and the root cause was attributed to heavy use and wear out. A data base search of complaints found previous complaints for corrosion, where root cause is attributed to inappropriate cleaning methods counter to the recommendations in the instructions for use (IFU-0902-00-721). The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The following devices were received as blind unit: product code: 244000557, lot# so2031611. Product code: 244000557, lot# so2025550. Product code: 244000557, lot# so2016567. Product code: 244000557, lot# a0310. Due to the inability to obtain a solution for the extra-products of complaint (B)(4). This product complaint was created to analyze the returned devices. This complaint involves four (4) devices.